Event description:
It was reported that, "dr. Went to open this implant and the femoral component was wedged into the corner of the packaging. He was unable to retrieve it, so he asked to open another one."

Manufacturer narrative:
Evaluation summary: the results of this investigation indicate root cause is attributed to the blister configuration that was aggravated by shipper packing and handling.